Manufacturer narrative:
The investigator was unable to confirm the reported event as the product was not returned. The customer reported product was discarded and no lot number was provided; therefore, the device history record and complaint history reviews could not be completed. No definitive root cause could be determined.(B)(4)

Event description:
The dentist reported the patient presented with a loose crown. During the removal of the crown, it was found that the abutment screw had fractured. The retrieved screw fragment was discarded.

Manufacturer narrative:
This device has been discarded by the dentist.